Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted on (B)(6) 2011. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011: the patient presented with mild endplate spurring throughout low thoracic and low lumbar spine and also bone growth tumors. On (B)(6) 2011: the patient presented with radiculopathy. Chronic pain was also observed. On (B)(6) 2013: the patient presented with migration. Loose hardware was observed. Failed fusion was also observed due to psuedoarthrosis at l3-s1 (B)(6) 2013: the patient presented with migration. Loose interbody graft was observed. Failed fusion was also observed due to psuedoarthrosis at l5-s1. On (B)(6) 2013: the patient underwent corrective surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.